Manufacturer narrative:
D4 - the UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was to treat a lesion in the peripheral vessel of the lower limb. The hi-torque (ht) command 18 guide wire was advanced without resistance when the coating peeled. There was no intervention performed to remove any peeled coating in the anatomy as there was no separation. There was no resistance during removal and nothing was left in the anatomy as confirmed by fluoroscopy. Another ht command guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified an additional command gude wire was returned. The polymer coating was separated at the tapered transition weld area of the wire. The separated portion of the polymer coating was returned.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. In this case, no device issue was reported; however, a polymer separation was noted during analysis of the returned wire. Factors that may contribute to separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 - brand name updated from hi-torque command guide wire to: hi-torque command. D4 - model # / d4 - catalog #: updated from unk ht command to: unk ht command 18. H6 - medical device problem code 1562 was removed.